Manufacturer narrative:
Citation: kanjanahattakij n et al. Comparing outcomes after transcatheter aortic valve replacement in patients with stenotic bicuspi d and tricuspid aortic valve: a systematic review and meta-analysis. Clin cardiol. 2018 jul;41(7):896-902. Doi: 10.1002/clc.22992. Epub 2018 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis reexamination of the current evidence of transcatheter aortic valve replacement in patients with severe aortic stenosis and a bicuspid aortic valve compared with tricuspid aortic valve. All data were collected from a literature search using the medline and embase databases and the results were manually screened from articles published between 2013 and 2017. The systemic review identified and selected 9 studies with a study population that included 4,469 patients (predominantly male; mean age 78 years), an undisclosed number of which were implanted with a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, conversion to open aortic valve replacement, moderate paravalvular leak, major bleeding, and major vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.